Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sternotomy procedure, after the device was assembled, the surgeon closed the jaws and inserted into the patient, however when the surgeon tried to open the jaws the whole system was blocked and the jaws won't open. In addition the reload was difficult to unload. The surgeon then used another device handle and reload to resolve the issue in order to complete the case. There was no patient injury.